Manufacturer narrative:
Analysis of the subject return device halfly confirmed the reported event: at first, the monitor is on orange light as described, then there are three green leds and the pit button in red, which an impossibility to connect to the network. Review of the files and log is still ongoing. The conclusion is not yet available.

Event description:
Reportedly, on (B)(6)2025, the smart monitor stay on orange light (red).

Event description:
Reportedly, on (B)(6) 2025, the smart monitor stay on orange light (red).

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event. At reception, the device has 3 green leds and the pit button is red. This mean that the home monitor is not able t connect to the network. In-depth analysis determined that the reported problem was caused by a modem error, which prevented it from connecting to the network. The event is suspected to be caused by a hardware failure, which could be related to a defective modem, or a connection issue with the modem. The exact root cause could not be clearly determined. This case is retained and utilized for trending purposes.